Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed decrease battery longevity than the previous device check. The field representative sent data for engineering analysis for battery status verification. Boston scientific technical services (ts) explained that the decreased longevity was related to high output due to retry mode. Consequently, the longevity increased after the auto threshold test. It was noted that the increased auto output in the right ventricle (rv) explained the battery status gauge. The pacemaker remains in service. No adverse patient effects were reported.